Event description:
A customer contacted beckman coulter regarding elevated troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for four (4) patient samples. Patient (a, b, c, d) samples were tested for accu tni and results were: patient a: 0.190ng/ml and 0.004ng/ml upon reflex. Patient b: 0.087ng/ml and 0.036ng/ml upon reflex. Patient c: 0.077ng/ml and 0.027ng/ml upon reflex. Patient d: 0.042ng/ml and 0.012ng/ml upon reflex. All samples were re-tested for accu tni and repeated results were: 0.14ng/ml, 0.26ng/ml, 0.025ng/ml, and 0.17ng/ml for patients a-d respectively. Accu tni results for patient a were reported out of the lab and heparin therapy was administered. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. The specimens were collected in greiner, serum and lithium heparin tubes and were centrifuged at 1,800g for 10 minutes. Customer did not question any other assays at the time of this event. An application support was dispatched to the customer's lab: in a report was a note regarding findings of gel in the sample probe tip and on wash tower nozzle. However, it is not clear when this was noted. As per product labeling, a cut-off of 0.50ng/ml is recommended for diagnosis of acute myocardial infarction (ami). Accu tni results were within the risk stratification range, below the ami cut-off of 0.50ng/ml, and negative on repeat for all 4 patients. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.